Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included clearing power on reset. Interventions included reprogramming. Interventions included surgical repositioning of the lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the shocking sensation was caused by the electrodes being out of the epidural space; the lead migration had no known cause.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the shocking sensation was caused by the electrodes being out of the epidural space; the lead migration had no known cause.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced a shocking sensation and lead migration. Interventions included clearing a power on reset (por). Interventions included reprogramming. Diagnostic methods included an inability to interrogate. The battery depleted because the patient had not been recharging. Diagnostic methods included examination/palpation which resulted in inadequate paresthesia before and after reprogramming. Impedance measurements showed all impedances within normal range. X-rays were performed and showed displaced spinal cord stimulator leads with the lead partially out of the epidural space. The etiology was noted as related to the lead. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking sensation. The outcome was reported as an ongoing event. No actions were taken as an intervention. Diagnostic methods included examination/palpation which showed a shocking sensation when the patient turned the device on. Device interrogation showed no problems. The severity was noted as mild. The etiology was due to programming and was possibly related to the device or therapy and not related to the implant procedure.

Event description:
It was reported the patient experienced a jolting sensation when their device was off. It was noted the jolting sensation is bad enough that it ¿completely takes them off the bed.¿ it was reported the issue occurred once or twice a night, once or twice a month. It was noted the jolt was four or five times stronger than their normal stimulation. It was reported the patient did not have the stimulator on at night because they did not feel pain at night.